Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator. It was reported that the patient suffered an infection at the implantable neurostimulator (ins) site. As a result both the extension and ins were removed, resolving the issue. No further complications are anticipated.